Manufacturer narrative:
The console or components were not returned for analysis. However, the console was evaluated by a field service engineer (fse) at the customer site. During functional evaluation of the console, it was identified that the laser arm was clipping, and when the engineer removed the articulated arm and the cover to the optical bench, it was noticed the aiming and burn beam were out of alignment, the near and far alignment as well. The fse proceeded to perform the laser alignment and the scanner, the new micromanipulator and new joystick replacement and finally, the device passed full functional testing. No further issues were identified during service, and the console was confirmed to be fully functional after repairs. It is likely that the defective device led to the reported event. The reported complaint was confirmed. Based on review of all information available and analysis results, a conclusion code of cause traced to component failure was assigned to this investigation.

Event description:
It was reported that the aiming and burn beam were out of alignment. There was no patient involved.

Manufacturer narrative:
The console or components were not returned for analysis. However, the console was evaluated by a field service engineer (fse) at the customer site. During functional evaluation of the console, it was identified that the laser arm was clipping, and when the engineer removed the articulated arm and the cover to the optical bench, it was noticed the aiming and burn beam were out of alignment, the near and far alignment as well. The fse proceeded to perform the laser alignment and the scanner, the new micromanipulator and new joystick replacement and finally, the device passed full functional testing. No further issues were identified during service, and the console was confirmed to be fully functional after repairs. It is likely that the defective device led to the reported event. The reported complaint was confirmed. Based on review of all information available and analysis results, a conclusion code of cause traced to component failure was assigned to this investigation.

Event description:
It was reported that the aiming and burn beam were out of alignment. There was no patient involved.